Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she had diabetic ketoacidosis and was not sure if it had to do with the insulin pump or the site. Customer changed the infusion set several times. Customer stated she still on the insulin pump and blood glucose have been in control but still slightly elevated. Customer's blood glucose was 463 mg/dl. Customer symptoms were dizziness, lightheaded, shortness of breath, nausea, and vomiting. Customer was hospitalized and was wearing the device. The drive support cap appeared to be normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings on the device were correct. Customer called back to perform high pressure test and device passed. Customer reported the device had a scratch on the device and it did not hinder her from using the device but it was annoying. No further information reported.